Manufacturer narrative:
Event information was obtained from the following article: subramanian k, hassouna a, bahal v, walter d. Pseudo aneurysm of a 21 year old eptfe femoro-femoral crossover graft: successful endovascular repair using an eptfe lined nitinol stent graft. Perspectives in vascular surgery & endovascular therapy 2010;22(4):250-253.

Event description:
As stated in literature article, that an (B)(6) woman who was implanted with a 10mm gore-tex vascular graft in a femoro-femoral cross-over bypass procedure in (B)(6) 1989, presented 21 years alter with a right groin lump. A pseudoaneurysm was located in the graft proximal to the distal anastomosis. The graft was widely patent. The patient was treated endovascularly with a 13mm x 8cm gore viabahn endoprosthesis to cover the pseudoaneurysm. The results were excellent and showed resolution of the pseudoaneurysm with good flow through the graft and distal vessel.